Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient returned for disconnect, the remaining volume was 0 ml, but no alarm had occurred. Per reporter, the pump was infusing at 2.2 ml/hr with a starting reservoir volume of100 ml. Reporter stated both the air detector and upstream sensor were off, and the pump had been running for 46 hours with lock level 2. A closed system transfer device was used during preparation, and the cassette was utilized to prime the extension tubing. The patient stated the pump finished infusing three hours earlier than expected. No symptoms were reported.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.